Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that during a vena cava filter retrieval procedure, the filter was retrieve successfully; however, two detached limbs were discovered. A detached limb in the ivc was captured and retrieved successfully. A surgery is scheduled for the detached limb in the right atrium. The pt is reported to be in stable condition.